Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lots of pain, leading to emergency room once a week'), fallopian tube perforation ('right fallopian tube perforation') and genital haemorrhage ('hemorrhages') in a 46-year-old female patient who had essure (batch no: d29715) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and genital hemorrhage. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced somnolence ("excessive sleep after insertion procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("implant migrated to uterus") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (right fallopian tube removal, left tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion and dyspareunia had not resolved and the fallopian tube perforation, genital haemorrhage and somnolence outcome was unknown. The reporter considered device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain and somnolence to be related to essure. The reporter commented: essure was implanted without patient's consent and without anesthesia. She could not bend or lift heavy stuff, continued to have hemorrhages. On (B)(6) 2019 she was told that the essure removal procedure had proceeded well. Next day, emergency x-ray and ultrasound. She was told that one implant had migrated to the uterus and that she might have to remove her uterus; she had not been called for a new consultation yet. The pain was ongoing, but less intense. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2019: essure migrated to uterus. X-ray: on (B)(6) 2016: everything was ok; on (B)(6) 2019: essure migrated to uterus. Lot number: d29715, manufacture date: 2014-10-29, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lots of pain, leading to emergency room once a week'), fallopian tube perforation ('right fallopian tube perforation') and genital hemorrhage ('hemorrhages') in a 46-year-old female patient who had essure (batch no. D29715, UDI no. (B)(4) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and genital hemorrhage. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced somnolence ("excessive sleep after insertion procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), genital hemorrhage (seriousness criterion medically significant), device expulsion ("implant migrated to uterus") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (right fallopian tube removal, left tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion and dyspareunia had not resolved and the fallopian tube perforation, genital hemorrhage and somnolence outcome was unknown. The reporter considered device expulsion, dyspareunia, fallopian tube perforation, genital hemorrhage, pelvic pain and somnolence to be related to essure. The reporter commented: essure was implanted without patient's consent and without anesthesia. She could not bend or lift heavy stuff, continued to have hemorrhages. On (B)(6) 2019 she was told that the essure removal procedure had proceeded well. Next day, emergency x-ray and ultrasound. She was told that one implant had migrated to the uterus and that she might have to remove her uterus; she had not been called for a new consultation yet. The pain was ongoing, but less intense. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: essure migrated to uterus. X-ray - on (B)(6) 2016: everything was ok; on (B)(6) 2019: essure migrated to uterus. Lot number: d29715. Manufacture date: 2014-10-29. Expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: UDI provided. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lots of pain, leading to emergency room once a week'), fallopian tube perforation ('right fallopian tube perforation') and genital haemorrhage ('hemorrhages') in a 46-year-old female patient who had essure (batch no. D29715, UDI no. (01) 10888853003051(17)171028(10) d29715) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and genital hemorrhage. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced somnolence ("excessive sleep after insertion procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("implant migrated to uterus") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (right fallopian tube removal, left tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion and dyspareunia had not resolved and the fallopian tube perforation, genital haemorrhage and somnolence outcome was unknown. The reporter considered device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain and somnolence to be related to essure. The reporter commented: essure was implanted without patient's consent and without anesthesia. She could not bend or lift heavy stuff, continued to have hemorrhages. On (B)(6) 2019 she was told that the essure removal procedure had proceeded well. Next day, emergency x-ray and ultrasound. She was told that one implant had migrated to the uterus and that she might have to remove her uterus; she had not been called for a new consultation yet. The pain was ongoing, but less intense. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: essure migrated to uterus. X-ray - on (B)(6) 2016: everything was ok; on (B)(6) 2019: essure migrated to uterus. Lot number: d29715 manufacture date: 2014-10-29 expiration date 2017-10-28 . Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: UDI provided. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("lots of pain, leading to emergency room once a week"), fallopian tube perforation ("right fallopian tube perforation"), genital haemorrhage ("hemorrhages") and device breakage ("because the implant broke, the doctor managed to remove everything.") In a 46 year-old female patient who had essure inserted (lot no. D29715). Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("when tried to remove the implant on the left side, it migrated to the uterus and, therefore, it was not possible to remove it"). The patient had a medical history of genital hemorrhage and parity 4. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced somnolence ("excessive sleep after insertion procedure"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criterion medically important), genital haemorrhage (seriousness criterion medically important), device expulsion ("implant migrated to uterus"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), device breakage (seriousness criterion intervention required), uterine prolapse ("uterine prolapse"), uterine spasm ("contractions") and headache ("headache"). The patient was treated with surgery (right fallopian tube removal, left tubal ligation and hysteroctomy). At the time of the report, the pelvic pain, device expulsion and dyspareunia had not resolved. The outcomes for fallopian tube perforation, genital haemorrhage, somnolence, abdominal pain, device breakage, uterine prolapse, uterine spasm and headache were unknown. The reporter considered abdominal pain, device breakage, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, somnolence, uterine prolapse and uterine spasm to be related to essure administration. The reporter commented: essure was implanted without patient's consent and without anesthesia. She could not bend or lift heavy stuff, continued to have hemorrhages. On (B)(6) 2019 she was told that the essure removal procedure had proceeded well. Next day, emergency x-ray and ultrasound. She was told that one implant had migrated to the uterus and that she might have to remove her uterus; she had not been called for a new consultation yet. The pain was ongoing, but less intense. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2019: essure migrated to uterus [x-ray] on (B)(6) 2016: everything was ok; on (B)(6) 2019: essure migrated to uterus. Lot number: d29715, manufacture date: 2014-10-29 , and expiration date: 2017-10-28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: upon internal review this case found to be duplicate of (B)(4). All information from deletion case has been transferred to this case. Events abdominal pain , device breakage, uterine prolapse , uterine spasm , headache & device difficult to use are transferred. Reporter , all references & source documents are transferred. ( legacy device number 2951250-2023-01820). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("lots of pain, leading to emergency room once a week"), fallopian tube perforation ("right fallopian tube perforation"), uterine perforation ("essure had remained on the left side and migrated to the plaintiff's uterus, where it remained perforating the uterine wall"), device breakage ("because the implant broke, the doctor managed to remove everything.") And device expulsion ("implant migrated to uterus") in a 42 year-old female patient who had essure inserted (lot no. D29715). Additional non-serious events are detailed below. Product or product use issues identified: device removal failed ("when tried to remove the implant on the left side, it migrated to the uterus and, therefore, it was not possible to remove it"). The patient had a medical history of genital hemorrhage and parity 4. Previously administered products included: implanon, oral contraceptive nos and implanon. Concurrent conditions were listed as ovarian cyst and cervical cyst. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced somnolence ("excessive sleep after insertion procedure"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), intermenstrual bleeding ("hemorrhages/metrorrhagia"), dyspareunia ("pain during intercourse"), abdominal pain lower ("abdominal pain/pain in the right iliac fossa"), uterine prolapse ("uterine prolapse"), uterine spasm ("contractions"), headache ("headache"), gait inability ("she was unable to walk"), impaired work ability ("unable to bear the work"), malaise ("malaise"), heavy menstrual bleeding ("heavy menses"), menstruation irregular ("menstrual irregularities"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (right fallopian tube removal, left tubal ligation, bilateral salpingectomy. Apparent complete extraction of strange fragmented body and apparent complete extraction of strange fragmented body). At the time of the report, the pelvic pain, device expulsion and dyspareunia had not resolved. The outcomes for fallopian tube perforation, uterine perforation, device breakage, intermenstrual bleeding, somnolence, abdominal pain lower, uterine prolapse, uterine spasm, headache, malaise, heavy menstrual bleeding, menstruation irregular, fatigue and depression were unknown. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, gait inability, headache, heavy menstrual bleeding, impaired work ability, intermenstrual bleeding, malaise, menstruation irregular, pelvic pain, somnolence, uterine perforation, uterine prolapse and uterine spasm to be related to essure administration. The reporter commented: essure was implanted without patient's consent and without anesthesia. She could not bend or lift heavy stuff, continued to have hemorrhages. On (B)(6) 2019 she was told that the essure removal procedure had proceeded well. Next day, emergency x-ray and ultrasound. She was told that one implant had migrated to the uterus and that she might have to remove her uterus; she had not been called for a new consultation yet. The pain was ongoing, but less intense. Removal date updated from (B)(6) 2019 to (B)(6) 2022. On that day, a laparoscopy was performed with the aim of removing the implant - right salpingectomy + exeresis of the essure of the posterior wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: the pathological examination carried out on the right fallopian tube showed ¿a tubular segment measuring 4.2 cm in length and 0.4 cm in diameter. Apart irregular heterogeneous brown fragment measuring 1.7 x 1.5 x 0.2 cm [ultrasound scan] on (B)(6) 2019: essure migrated to uterus; on (B)(6) 2020: ¿partially superimposed on the myometrium and the reflection line of the endometrium, in the fundal region, we visualise a tortuous echogenic image, approximately 20 mm in size, possibly in relation to the contraceptive material that the examinee refers to have placed, to be integrated with surgical clinical data; on (B)(6) 2020: of a foreign body persists in the described intracavitary location. [X-ray] on (B)(6) 2016: everything was ok; on (B)(6) 2019: essure migrated to uterus. Lot number: d29715. Manufacture date: 2014-10-29. Expiration date 2017-10-28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: report received on 19-apr-2023 but date cannot be earlier than most recent follow up thus entered as 26-apr-2023. Event uterine perforation, anxiety, fatigue, unable to walk, unable to work, malaise, heavy menses, menstrual irregular were added. Lab data added. Historical drug and date of birth added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) lots of pain, leading to emergency room once a week [pelvic pain female], right fallopian tube perforation [fallopian tube perforation], essure had remained on the left side and migrated to the plaintiff's uterus, where it remained perforating the uterine wall [uterine perforation] , bleeding [genital bleeding] , because the implant broke, the doctor managed to remove everything. [Device breakage], implant migrated to uterus [partial expulsion of device] , hemorrhages/metrorrhagia [metrorrhagia], pain during intercourse [painful intercourse], excessive sleep after insertion procedure [sleepiness] , abdominal pain/pain in the right iliac fossa [iliac fossa pain] , uterine prolapse [uterine prolapse] , contractions [uterine spasm] , when tried to remove the implant on the left side, it migrated to the uterus and, therefore, it was not possible to remove it [device removal failed], headache [headache] , she was unable to walk [unable to walk] , unable to bear the work [inability to work] , malaise [malaise] , haevy menses [heavy menstrual bleeding] , menstrual irregularities [irregular menstruation] , fatigue [fatigue] , depression [depression] , anxiety [anxiety] , abdominal pain [abdominal pain] , had a lot of pain and said she complained several times during the procedure [procedural pain] , she felt truly diminished in her moral integrity [low mood] , tranquility [tranquillization excessive] , diminished health [general physical health deterioration], sick leave [sick leave] , couldn't walk [unable to walk] , bladder prolapse [bladder prolapse] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lots of pain, leading to emergency room once a week"), fallopian tube perforation ("right fallopian tube perforation"), uterine perforation ("essure had remained on the left side and migrated to the plaintiff's uterus, where it remained perforating the uterine wall"), genital haemorrhage ("bleeding"), device breakage ("because the implant broke, the doctor managed to remove everything.") And device expulsion ("implant migrated to uterus") in a 42 year-old female patient who had essure inserted (lot no. D29715) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device removal failed ("when tried to remove the implant on the left side, it migrated to the uterus and, therefore, it was not possible to remove it"). The patient had a medical history of abdominoplasty in 2007 and pulmonary thromboembolism, leukorrhoea, menses irregular, genital hemorrhage and parity 4. Previously administered products included: implanon, oral contraceptive nos, implanon and cerazet. Concurrent conditions were listed as stress urinary incontinence, prolapse, urinary incontinence, tachycardia, metrorrhagia, pelvic pain female, iliac fossa pain, ovarian cyst and cervical cyst. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced somnolence ("excessive sleep after insertion procedure"). On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion hospitalisation), device breakage (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), intermenstrual bleeding ("hemorrhages/metrorrhagia"), dyspareunia ("pain during intercourse"), abdominal pain lower ("abdominal pain/pain in the right iliac fossa"), uterine prolapse ("uterine prolapse"), uterine spasm ("contractions"), headache ("headache"), a first episode of gait inability ("she was unable to walk"), impaired work ability ("unable to bear the work"), malaise ("malaise"), heavy menstrual bleeding ("haevy menses"), menstruation irregular ("menstrual irregularities"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), procedural pain ("had a lot of pain and said she complained several times during the procedure"), depressed mood ("she felt truly diminished in her moral integrity"), sedation complication ("tranquility"), general physical health deterioration ("diminished health"), sick leave ("sick leave"), a second episode of gait inability ("couldn't walk") and cystocele ("bladder prolapse"). The patient was hospitalised from (B)(6) 2017 for an unknown duration and from (B)(6) 2017 for an unknown duration. The patient was treated with surgery (right fallopian tube removal, left tubal ligation, bilateral salpingectomy. Apparent complete extraction of strange fragmented body and apparent complete extraction of strange fragmented body). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the device expulsion and dyspareunia had not resolved. The outcomes for fallopian tube perforation, uterine perforation, device breakage, intermenstrual bleeding, somnolence, abdominal pain lower, uterine prolapse, uterine spasm, headache, malaise, heavy menstrual bleeding, menstruation irregular, fatigue, depression, abdominal pain, procedural pain, depressed mood, sedation complication, general physical health deterioration, cystocele and the last episode of gait inability were unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystocele, depressed mood, depression, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, the first episode of gait inability, the second episode of gait inability, general physical health deterioration, genital haemorrhage, headache, heavy menstrual bleeding, impaired work ability, intermenstrual bleeding, malaise, menstruation irregular, pelvic pain, procedural pain, sedation complication, sick leave, somnolence, uterine perforation, uterine prolapse and uterine spasm to be related to essure administration. The reporter commented: essure was implanted without patient's consent and without anesthesia. She could not bend or lift heavy stuff, continued to have hemorrhages. On (B)(6) 2019 she was told that the essure removal procedure had proceeded well. Next day, emergency x-ray and ultrasound. She was told that one implant had migrated to the uterus and that she might have to remove her uterus; she had not been called for a new consultation yet. The pain was ongoing, but less intense. Removal date updated from (B)(6) 2019 to (B)(6) 2022. Patient went to the emergency room at least on (B)(6) 2017, (B)(6) 2018: medical leave due to the pain and bleeding she had on that day, a laparoscopy was performed with the aim of removing the implant - right salpingectomy + exeresis of the essure of the posterior wall of the uterus. On (B)(6) 2019: submitted to surgery, a laparoscopy to remove the implant ¿ right salpingectomy + essure exerese of the posterior wall of the uterus, under general anesthesia. She claims that she was unable to successfully complete the removal process, allowing it to migrate to the uterus after the removal of the essure, the patient had a real notion of the harm that the implant did, felt as if she had been reborn, managed to live again without constant and permanent pain. She never suffered from pain again, the bleeding stopped. Diagnostic results (normal ranges are provided in parenthesis if available): [electrocardiogram] on (B)(6) 2017: intraventricular conduction disturbances. [Full blood count] on (B)(6) 2017: 26.5; on (B)(6) 2017: 26.5; on (B)(6) 2018: vgm - 81.3 82,1 ¿ 97,7 rdw-cv - 16,2 11,6 - 14, leukocytes - 14,9 4,5 ¿ 11,4, mpv - 4,84 7,3 ¿ 11,3, urine ¿ color - light yellow, urine - density - 1,019, urine ¿ hemoglobin- 0,06, urine - ph - 7,5, proteins - 20, urobilinogen - 3,0, epithelial cells - rare, leukocytes - many. [Gynaecological examination] on 31-mar-2017: retrodeflected uterus, measuring approximately 64 mm x 37 mm x 43 mm, with the respective longitudinal x anteroposterior x transverse diameters, outlining in the opposite wall in the upper body/fundal region, a tiny hypoechoic nodule with 6 mm in diameter, likely to translate into an intramural myomatous focus. Millimetric retention cysts in the endocolon. Centered endometrium, with characteristics of the secretory phase of the cycle, measuring 12.8. Mm thick, presenting hyperreflector. In the fundic region, with continuity with the endometrium, the existence of a hyperechogenic linear image was observed, which was related to microimplants placed. We observed a small simple cyst measuring 10 mm in dependence on the left ovary, as well as echographic signs of a small body subcentimeter luteum. [Haemoglobin urine] on (B)(6) 2017: 0.06; on (B)(6)2018: 0.10; on (B)(6)2019: 1.0; on (B)(6) 2020: 0.50 [lymphocyte count ( 20- 48)] on (B)(6) 2016: 19.4; on (B)(6) 2018: 17.4; on (B)(6) 2020: 17.2 [mammogram] on (B)(6) 2020: parenchymal density category b of the bi-rads classification - acr, with preferential distribution of the fibroglandular matrix by the superoexternal quadrants and retroareolar regions. Nodularity is well defined and with low density located at the separation line to the upper quadrants of the left breast, and in the complementary ultrasound evaluation it is a cystic foration of thin walls and pure content, with about 11 mm of longest axis. Right breast: bi-rads 1; left breast: bi-rads 2. [Mean platelet volume ( 7.3- 11.3)] on (B)(6) 2016: 4.69; on (B)(6) 2018: 4.84; on (B)(6) 2018: 4.81; on (B)(6) 2020: 5.33; on (B)(6) 2020: 4.77; on (B)(6) 2020: 4.43. [Pathology test] on (B)(6) 2020: left salpingectomy with emura. Tubal ligation 3 years ago with emura: pelvic pain. Product referenced as "part: right fallopian tube". Tubular segment with 4.2 cm length and 0.4. Cm diameter. The part is an irregular brown heterogeneous fragment measuring 1.7 x 1.5 x 0.2 cm. Tubal segment, with marked crushing artifacts that limit reading, with reactive aspects of the epithelium, with no other alterations. [Red blood cell count (82.1- 97.7)] on (B)(6) 2016: 82; on (B)(6) 2017: 80.3; on (B)(6) 2017: 79; on (B)(6) 2018: 81.3; on (B)(6) 2018: 81.1; on (B)(6) 2019: 81.5. [Ultrasound scan] on (B)(6) 2017: predominance of lipomatous. Involution with a preferential distribution of the remaining stroma in the retroareolar regions. Slight architectural. Derangement in the lower quadrants of the left breast, evident in the oblique-median-lateral view, deserving short-term. Reassessment, at 6 months. Nodular opacity with medium density, in a right retroareolar situation, the ultrasound reveals. That it is a cystic formation, with about 12 mm. Some scattered microcalcifications, without suspicion; on (B)(6) 2019: essure migrated to uterus; on (B)(6) 2020: ¿partially superimposed on the myometrium and the reflection line of the endometrium, in the fundal region, we visualise a tortuous echogenic image, approximately 20 mm in size, possibly in relation to the contraceptive material that the examinee refers to have placed, to be integrated with surgical clinical data and uterus with globally preserved dimensions, with enlargement of the cervix, with 78 x 42 x 33 mm, with slight structural heterogeneity of the myometrium. Endometrium with increased thickness at the bottom and body, with 13 mm, somewhat heterogeneous, to control in the short term. Partially. Superimposed on the myometrium and the endometrial reflection line, in the fundal region, we visualized a tortuous echogenic image, approximately 20 mm long, possibly in relation to the contraceptive method that the examinee. Reported having placed, to be integrated with clinical-surgical data. There is no evident free liquid in the bottom of douglas sac. Attachments with maintained dimensions have infra- and juxtacentimetric follicles.; on (B)(6) 2020: of a foreign body persists in the described intracavitary location and image of a foreign body persists in the intracavitary location described. [Ultrasound scan vagina] on (B)(6) 2017: very dolorous uterus on mobilization and palpation of the left anaxial area [urobilinogen urine] on (B)(6) 2017: 0.2; on (B)(6) 2018: 3.0; on (B)(6) 2018: 0.2; on (B)(6) 2019: 2.0; on (B)(6) 2020: 1.0; on (B)(6) 2020: 0.2; on (B)(6) 2021: 1.0. [White blood cell count (4.5- 11.4)] on 07-apr-2016: 13.0; on 31-mar-2017: 13.4; on 19-apr-2018: many; on (B)(6) 2018: 22.9; on (B)(6) 2019: 15.4; on (B)(6) 2020: 13.0; on (B)(6) 2020: 12.9. [X-ray] on (B)(6) 2016: everything was ok; on (B)(6) 2019: essure migrated to uterus. Lot number: d29715 manufacture date: 2014-10-29 expiration date 2017-10-28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-feb-2025: medical record received. New events abdominal pain, procedural pain, low morale, tranquility, health diminished, sick leave , unbale to walk, uterine prolapse, bladder prolapse , genital bleeding added. Lab data updated. Medical history added. Additional reporter added. Essure removal date updated. Reporter causality comment updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lots of pain, leading to emergency room once a week'), fallopian tube perforation ('right fallopian tube perforation') and genital haemorrhage ('hemorrhages') in a (B)(6) female patient who had essure (batch no. D29715) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and genital hemorrhage. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced hypersomnia ("excessive sleep after procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("implant migrated to uterus") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (right fallopian tube removal, left tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion and dyspareunia had not resolved and the fallopian tube perforation, genital haemorrhage and hypersomnia outcome was unknown. The reporter considered device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersomnia and pelvic pain to be related to essure. The reporter commented: essure was implanted without patient's consent and without anesthesia. She could not bend or lift heavy stuff. She was told that she might have to remove her uterus and she had not been called for a new consultation yet. The pain was ongoing, but less intense. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: essure migrated to uterus. X-ray - in 2016: everything was ok; on (B)(6) 2019: essure migrated to uterus. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.